Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirted during manual prime. Customer¿s blood glucose level was unknown. The customer reported that the insulin pump had sticky buttons. Customer reported that insulin pump had reject battery issue and motor error. The insulin pump will not be for analysis.